Manufacturer narrative:
The events of "capsular contracture and seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported "stiffness", "small amount of intracapsular fluid", "pain" and capsular contracture baker grade unknown for left side. Device remains implanted.